Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02789. The pt rec'd four leads from two separate lots as part of her pns system (off-label). It was reported the pt had pain in her "mask area" including her face and temples. She also reported light sensitivity and visual disturbances. It was reported the pt will meet with her physician regarding the issues. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.